Event description:
It was reported that the motor was emitting smoke and the engine does not rotate normally, rotation speed does not increase. At the time of the report, patient impact is unknown.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool bur could not be inserted the likely cause of failure is due to broken bearings. It was also noted that scratches and dents in device and color markings are faded. B3: date of notification: 2026-01-14 (date of event or estimated date of incident not provided to manufacturer). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.